Event description:
Customer reported issues with the insulin pump. Customer states that there is a vibrate anomaly. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with vibrator rattling due to vibrator adhesive not adhering. The test minilink transmitter communicates properly to the device. No unexpected lost sensor alarm noted. The device had cracked reservoir tube lip, and minor scratched display window.